Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer. (B)(4).

Event description:
The customer reported that the circuits didn't work correctly. They would run fine for about 2-3 hours then the humidifier would alarm and not work properly. She said after they would switch out the humidifier and temp probes and it would still happen.